Manufacturer narrative:
Product ID 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3587a, lot # lb4263, implanted: (B)(6) 2003, product type lead; product ID 748966, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
It was reported that the patient had static shocking when he touched metal. This happened with implantable neurostimulator (ins) on or off. It was stated that it was not "an ins type of shock, but more of a static shock externally." It was also stated that "stats impedances caused shocking." It was stated this was related to the fact that it was performed at 1.5v and the patient had cervical placement that was at 0.8v and could not tolerate that increased voltage. There were no issues with interrogation or use with patient programmer. It was stated that the patient had some shocking going through antitheft detector at a store. It was stated that this was due to being at 0.8v and not tolerating anything higher. It was stated that after shocking with impedance acquisition patient's ins was at power on reset. It was stated that this was due to losing communication with telemetry head and was normal behavior. It was stated that all reported issues were explainable and no follow up was needed. It was also reported that longevity calculation to estimate ins battery life was performed at 0.8v, 150us, 50hz, 1-2+, 7 hours per day use, and the result was 120 months. Two days later it was reported that it was concluded that everything was fine with patient's system and the shocking was related to static electricity, not the device. It was stated that outside of ordering him a new pouch for his patient programmer, the patient "left as he arrived" and was receiving good coverage and stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient has had the implant since 2003. It was stated that since christmas time, patient had been getting "shocked." It was reported that it is not a body shock, but when patient would take the keys out of the pocket and into the door patient would see a spark. Also it was stated that when patient would walk under a ceiling fan with chains, patient would get shocked like static electricity. It was stated that while going into interrogate the battery and do an impedance check with "an on and with an off, "it shocks him so powerfully." It was reported that the manufacture representative was not even able to get an impedance check. It was stated that the first time it set the settings back into the default settings. It was reported that patient cannot relate it to anything, doesn't know "of anything out of the ordinary that happened just all of a sudden." It was reported that the patient was still getting good coverage. It was stated that when the patient would come in contact with anything metal, patient would get shocked. It was reported that the patient would get shocked on the outside, like static electricity shock. It was reported that patient was "getting shocked from the outside." It was reported that it happened if the device was off or on. It was reported that when the manufacture representative would interrogate with their own device patient would get a "different feeling." It would be "under the shoulder." It was reported that patient had to be turned off with the patient's programmer, representative attempted to re-interrogate, it was noticed that patient had been set into default parameters. It was reported that while the device was off and impedance was checked it would still shock the patient so hard. It was reported that the patient was at an amplitude of 0.8. It was reported that the patient had no issues with using the programmer against the battery. It was reported that one time the patient went through security at (B)(6) and it shocked the patient. It was clarified that the interrogation did not cause the patient any issues; it was only with the impedance test. It was reported that a por was seen and it was when the representative lost connection with the telly head in the middle of a signal. It was also reported that patient uses the stimulator about seven hours a day. It was reported that the patient is pretty sensitive to the stimulation.